Manufacturer narrative:
Catheter serial # (B)(4) was received with no catheter anchor. Analysis revealed significant twisting in the catheter body that may have affected infusion. The twisted area occurred from the strain relief shroud of the catheter connector distally to the 40cm marking. The catheter was found to be occluded which was likely a result of the twisting. The catheter was received with a non-significant indent in the seal material in the cup of the sutureless connector.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8591-38, lot # d14208, implanted: (B)(6) 2012, product type accessory; product ID 8590-1, lot # n255469, implanted: (B)(6) 2011, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n309559, implanted: (B)(6) 2012, product type accessory; product ID 8540, lot # cs0981, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported that there was a catheter revision on (B)(6) 2013. The patient had volume discrepancies at refills and a catheter kink at the pump connector was subsequently found. A flipped pump was suspected, but not confirmed. During revision the catheter was found to be twisted in the pocket during an open cap procedure where in the physician suspected a catheter issue so had the pocket opened for exploration. The catheter was replaced. The patient experienced a return of baseline pain and less than 50% therapy relief. Further information regarding the possible flipped pump was not provided. The pump device was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.